Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that pump lost programming. There was a no cartridge detected alarm, tried removing and replacing, starting loading again, turned off and on. Then got blockage and pump turned off. After multiple attempts unable to fix pump. Patient will be without infusion until pumps replaced. Advised to go to the hospital but patient did not. Spoke to the nurse practitioner on call to alert the doctor of the situation. Patient reporting no side effects at time of call. Reporting as adverse event only for remodulin due to the temporary discontinuation of medicine (not opsumit) and product complaint for the two pumps. Pump issue was not an option to choose, pump was in use when fault occurred. Lapse in infusion but no side effects due to malfunction. Sent replacement pumps and patient will return malfunctioning pumps. Patient did not have back up pump. Infusion is life-sustaining. The reported product fault did not occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The product is available for investigation. The product was replaced and the patient did have a backup product they were able to switch to. The patient was able to successfully continue their therapy.